Manufacturer narrative:
The device was returned to olympus for evaluation and the following reportable malfunctions were identified: cable flooding and contact point corrosion. Based on the results of the investigation, it is likely that the following led to the malfunction: the cable leak occurred due to flooding from cable damage. However, a definitive root cause could not be established. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited flooding from the cable and contact point corrosion. There was no patient involvement.